Manufacturer narrative:
Any additional information provided by the customer will be included in a follow up report. (B)(4). Results of investigation: carefusion certified service technician was unable to verify the customer's reported issue. The service technician performed bench testing on model palmtop ventilator revel. Unit passed all testing and met all carefusion manufacturer specifications.

Event description:
The customer reported model palmtop ventilator revel blower failed while connected to a patient. At this time, patient outcome is unknown and no further information has been provided by the customer.